Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "biomed says, hospital staff reported that during ventilation, the screen went blank and the device alarmed. That's all the information given." No health consequences or impact. No intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Investigation outcome: it was reported that per customer's biomed, hospital staff stated that during ventilation the screen went blank and the device alarmed (alarms not specified). There was no response after several requests for additional information. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The complaint may be reevaluated if additional information is received. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.